Event description:
It was alleged by the sales rep, that a hopital (B)(6), the surgeon fit the insert inside the cup. It was further alleged that after checking, it was found that all the sizes of the implants were as intended.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.